Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that it was discovered that there was no issue with the merge. It was an issue with how they were looking at it.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found no issues. The software was functioning as designed. The issue was due to a usage error. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735737, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a electrode and probe placement procedure. It was reported that the health care professional was placing leads and could not get the images to line up and had difficulty merging the images. They were using a CT and imaging system images. They had the most recent CT from the patient who had a similar procedure a month previous. The placed leads from the previous procedure were not lining up with the new image. They loaded the previous procedure to the imaging system and it also did not match the current imaging system either. No impact on patient outcome. No further information received. Additional information was received stating that the health care profession got the images lined up with a manual merge. The lead placement was off but the merge was fine. There was no delay to the procedure.